Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ('pain in abdomen after essure insertion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and procedural pain ("pain during essure insertion"). Essure treatment was not changed. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. The reporter commented: hospital gynecologist reported in laypress that they inserted essure in three women only. Since two of the three thought the insertion was painful and continued to have pain in their abdomen afterwards they stopped (this report refers to the women who was not reported to have had the implants removed). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ('pain in abdomen after essure insertion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and procedural pain ("pain during essure insertion"). Essure treatment was not changed. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. The reporter commented: hospital gynecologist reported in laypress that they inserted essure in three women only. Since two of the three thought the insertion was painful and continued to have pain in their abdomen afterwards they stopped (this report refers to the women who was not reported to have had the implants removed) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2020: reference number (B)(4) was received from norwegian medicines agency (ha_no_noma) and it was exchanged to (B)(4), the reference number was changed because the agency had reported a wrong number. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of pelvic pain ('pain after essure insertion') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and procedural pain ("pain during essure insertion"). Essure treatment was not changed. At the time of the report, the pelvic pain and procedural pain outcome was unknown. The reporter considered pelvic pain and procedural pain to be related to essure. The reporter commented: hospital gynecologist reported in laypress that they inserted essure in three women only. Since two of the three thought the insertion was painful and continued to have pain in their abdomen afterwards they stopped (this report refers to the women who was not reported to have had the implants removed) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.